Manufacturer narrative:
The following is device information reported as unknown in the of initial emdr report: triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# mgrga. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# jyr2. Triathlon ps fem component, cemented; cat# 5515-f-401; lot# kxera. An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Additional records such as x-rays, examination of the explanted components, primary total knee operative report or list of primary components available are vital to determine the root cause of the reported event. There is no evidence the periprosthetic infection was related to factors of faulty component design, manufacturing or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right knee was revised for infection therefore all components were removed and a articulating spacer was reimplanted.

Manufacturer narrative:
Catalogue number and lot number unknown at this time. The following other devices were also listed in this report: unknown sz 4 ps femur; cat# unknown; lot# unknown. Unknown sz 3 universal baseplate; cat# unknown; lot# unknown. Unknown 29 patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device and additional information will not be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee was revised for infection therefore all components were removed and a articulating spacer was reimplanted.